Event description:
In a medical literature article an eptfe vascular graft was implanted to treat sudden bowel ischemia 2 days following a coronary bypass surgery. The bypass was performed from the femoral artery to the superior mesenteric artery through the intraperitoneal free space. Six months later the patient presented with a swollen left groin and a low-grade fever. Emergency computed tomography revealed the occlusion of the graft, air in the graft, and graft adhesion causing erosion into the small intestine. An urgent graft explantation was performed. The graft was severely adhered to the sigmoid colon, and the body of the graft had perforated the small intestine. The graft was explanted from the small intestine and found that it was filled with pus. After graft explantation, the anastomotic site was patched with saphenous vein. Antibiotics were administered for 2 weeks, and the infection was controlled well.

Manufacturer narrative:
This event was from the following literature article: honda k, okamua y, nishimura y. Migration of the ringed eptfe graft into the small intestine. J vasc surg 2013; 57: 525 (see scanned pages). Product information has been requested. The device was not returned; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.